Manufacturer narrative:
Concomitant medical products: sheath introducer (product name unknown / terumo), guide wire (product name unknown / asahi intecc), progreat (terumo), y connector (product name unknown / terumo), enpower. (B)(4). Conclusion: the deltaplush was returned for analysis. The unspecified progreat microcatheter (two ID 0.022¿ and 0.0285¿) and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is verified as reported that the coil was returned detached. Located 54.0 centimeters off the distal tip of the green introducer is the coils protrusion site. The device positioning unit (dpu) and the sheath were returned separated from each other. The unintended detachment is mechanical in nature. External force and an anchored effect caused the coil¿s socket ring to fractured and for the proximal section of the coil to stretch and unravel out of the soldered section. No material defects were found. The distal section of the coil was undamaged. No manufacturing defects were found. The detached and stretched coil along with the dpu were too damaged for laboratory testing to duplicate the field complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil becoming stuck inside the microcatheter cannot be confirmed. The coil unraveling and detaching was confirmed. Due to the severe coil damage, its detachment, the separation of the dpu, coil, and sheath from each other, and due to the non-return of the progreat microcatheter, the root cause of coil becoming stuck inside the microcatheter cannot be determined, however the most likely contributing factor may have been the selection of an over-sized microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). The inner lumen of the unspecified progreat microcatheter comes in two lumens both of which are outside the recommended specification as stated above. The inner lumens of the progreat microcatheter are 0.022¿ and 0.025¿ which are both outside the recommended specification. In addition without the return of the progreat microcatheter and the rhv used in the procedure it cannot be determined if these components had any additional contributions to the complaint event. Due to the severe coil damage, its detachment, the separation of the dpu, coil, and sheath from each other, and due to the non-return of the progreat microcatheter, the root cause of coils unintended detachment and the coils stretching cannot be determined, however the most likely contributing factor may have been due to the coil becoming anchored and the separation of the dpu from the introducer sheath. This may have caused the unintended mechanical detachment and for the coil to be stretched at its proximal section. The circumstances of how and when this damage occurred cannot be determined. In addition without the return of the progreat microcatheter and the rhv used in the procedure it cannot be determined if these components had any additional contributions to the complaint event. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during balloon-occluded retrograde transvenous obliteration of a renal vein, a galaxy coil zipper was damaged and the coil could not be resheathed, and a deltaplush became stuck in the microcatheter and introducer and unraveled and detached. Initially the progreat microcatheter kicked back during the placement of the galaxy coil (640cf0202/17457332). The galaxy was retrieved; however, the zipper was damaged (unspecified) and the coil was not re-sheathed. After additional coils were inserted, the deltaplush (cpl10015330/c19564) was delivered; however, it became stuck in the progreat microcatheter and was retrieved. It was re-sheathed successfully, and the coil part was collected; however, the coil part stuck and the physician was unable to confirm visually if the coil was placed in the sheath properly. When the physician checked the coil, he confirmed that the coil was detached from the part where it was retrieved, and the coil was unraveled and stuck in the zipper. The physician thought the coil may have unraveled when it became stuck in the microcatheter, and then caused it to become stuck in the sheath or it unraveled in the sheath and became stuck. The procedure was successfully completed without further issues or delay. There was also no patient injury or complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to or after the event except for otherwise indicated. It was reported that the product will be returned for the investigation. No further information was available.